Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level ranged between 198-307 mg/dl. Reportedly, the customer was using fiasp insulin within the cartridge. Tandem technical support educated the customer in regards to fiasp being off label to use with the pump. Supplies were changed to address the occlusions.